Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in a below the knee artery. A 185cm j-tip pt² guidewire was advanced but could not go through the lesion. However, when the physician attempted to withdraw the device, the tip of the guidewire broke and remained in the artery. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR to: unit returned in a generic plastic bag and the overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. The device has the distal tip detached exposing the wire at 183.2 cm from the proximal section. All the outer diameter (od) measurements taken and all of them are according to specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in a below the knee artery. A 185cm j-tip pt 2 guidewire was advanced but could not go through the lesion. However, when the physician attempted to withdraw the device, the tip of the guidewire broke and remained in the artery. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.